Event description:
It was reported that a titanium adapter became disconnected from a catheter during use. The home patient (hp) indicated that the exit site of the catheter was wet. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the titanium adapter was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.